Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 12:00 pm, the patient received a phone alert indicating a cgm reading of 302 mg/dl on the same day the sensor was placed on her arm. She was using a tandem mobi system in a modified closed-loop configuration and adjusted her bolus to correct for the elevated glucose value (estimated glucose value, egv). The patient did not have access to her manual glucometer at the time, so no comparison reading was obtained. Approximately one hour later, the patient began experiencing symptoms consistent with hypoglycemia, including shaking, sweating, and blurry vision. A co-worker noticed her condition, advised her to sit down, and provided a bottle of pepsi. After about 30 minutes, the patient reported feeling better and resumed work activities. She did not call emergency services, stating she was able to manage the situation independently. The patient also did not check her cgm during the episode. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.